Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Since the infection status was unknown, it was not possible to open the actual device and confirm its condition. Appearance confirmation of the actual device through the package bag. - the actual device had been in the bag and the distal end had been fractured. However, it was not possible to confirm the details. History investigation of the involved product code and lot number - no anomaly was found in the results of the history investigation. Based on the investigation results, no anomaly was found in the history of the involved product code/lot#. Furthermore, although the actual device was found to be fractured in the distal end, it could not be investigated in detail as infection status was unknown, and it was not possible to clarify the cause of occurrence. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. Since the actual device was not returned, a detailed analysis could not be performed. History investigation of the involved product code and lot number no anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. In addition, since the actual device was not returned and an analysis could not be performed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the guidewire was unable to extend from the papillotome channel of the kd-v441m and it broke off. The procedure outcome was not reported. There was no harm to the patient reported.